Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30966702l and no internal actions related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) cardiac ablation with thermocool® smart touch® sf bi-directional catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported during an afib/aflutter ablation procedure the patient suffered a pericardial effusion. After performing a successful cavotricuspid ishmus (cti) ablation and transseptal procedure, towards the end of the case, while ablating in the left atrium around the right-sided pulmonary veins, a drop in the patient's blood pressure was noticed. Intracardiac echo revealed the effusion. A pericardiocentesis was performed, removing 500 ml, most of which was returned to the patient. The patient stabilized and was transported to post-op then ice for overnight observation. The physician did not indicate if they believed biosense webster, inc. Products were responsible for the patient injury. They stated that "they may have ablated too much in a certain area (unspecified), patient had difficult anatomy." The physician was unsure if this occurred while ablating on the posterior wall. Smartablate power was at 40 watts while ablating on the posterior wall, irrigation rate of 15 ml/min, carto 3 system tag index was set to 400-500. Also reported, unrelated to the patient event, the physician was having trouble advancing the octaray catheter through the vizigo sheath. A second vizigo sheath was opened (but not used in the patient) to test the catheter insertion outside the patient, and it worked. The physician continued use of the original sheath already in place in the patient and there were no issues after that. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that he was not sure. He stated that had difficulty maneuvering the vizigo sheath and ablation catheter. Patient condition was stable and released from the hospital. Patient has fully recovered (no residual effects). Md was upgraded to intensive care unit (ICU) bed to monitor the patient and had patient stay overnight. Transseptal puncture was performed with abbott brk needle catalog # 407206. Prior to noting cardiac tamponade, the ablation was performed. No evidence of steam pop. Event occurred in the phase of ablation of the right pulmonary veins. Irrigated catheter flow setting: standard setting 2 ml/sec while in the body; 8 ml/sec ablating below 30 w; and 15 ml/sec ablating above 30 w. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. No error codes observed/ green check mark during procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module parameters for stability were used (range; time; fot; tag size): 3mm for 3 sec; fot 25% at 3 grams. No additional filter used with the visitag. Color option used were ohms drop. No damage on sheath/dilator due to the obstructed sheath. No occlusion when irrigating the sheath. Irrigation was not partially or completely block. No material causing the obstruction. The ablation strategy for 400 tag index on the posterior wall and 500 tag index for the anterior. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The obstructed sheath issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.